Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: the 12v sla battery returned with the power module (B)(4) was able to support the system; however the battery did not meet specifications per the service process (45 minutes to yellow battery/60 minutes to red battery). The power module serial number (B)(4), returned for evaluation, was functionally tested and was found to function as intended. The device was operated for several days without issues. A full functional test was performed, and the 12v battery returned with the unit failed the minimum battery run time test. The returned battery was still able to support the system; however the power module alarmed for yellow and red battery before the required 45min/60min per the service process. The 12v battery was replaced and the power module passed all steps. The power module with a new 12v battery installed was returned to the customer site. The device history records were reviewed and the records revealed the power module was manufactured in accordance with mfg and qa specifications. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, document # 106020, rev h, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and the instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The labeling addresses caring for the system controller power cables, avoid bending or twisting them and inspect the system controller power cables for damage daily (caring for the system controller power cables, daily safety checklist)(what not to do: driveline and cables, daily safety checklist). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2020-02370. It was reported that the patient expired on (B)(6) 2019. The products were received on (B)(6) 2020 with no further details.